Manufacturer narrative:
The device is undergoing an evaluation but has not yet been completed.

Event description:
Potential control panel failure. The investigation is in process.

Event description:
This is a supplemental report which is being re-submitted per FDA's request as the original supplemental MDR (MFR#3009498591-2016-00177) submitted in 2016 did not go through correctly. Additional information was received and it was reported that during a transesophageal echocardiography (tee) procedure, there was an intermittent control panel malfunction. The report stated that the keyboard was flashing, the screen and the cursor went blank, and then the system locked up. The system was rebooted three times but the same phenomenon occurred. After the fourth system reboot, the intended procedure was completed; however, the due to the malfunction, the study was deemed incomplete. Although there was no loss of data, the patient presented back to the user facility 24 hours later to be rescanned. There was no patient injury reported, only that patient care was delayed . No additional information was provided.

Manufacturer narrative:
This supplemental report which is being re-submitted per FDA's request as the original supplemental MDR (MFR#3009498591-2016-00177) submitted in 2016 did not go through correctly. Correction: correct the brand name of the device (see section d1). Additional information: additional event information (see section b5), update the device available for evaluation (see section d10), provide additional initial reporter information (see section e1,e2,e3), update the manufacturer's contact information (see section g1), provide the PMA/510(k) number (see section g5), update device evaluated by manufacturer (see section h3), provide labeled for single use information (see section h5), provide the evaluation codes (see section h6), and provide additional manufacturer narrative (see section h10). The device referenced in this report was not returned to siemens for evaluation; therefore, the investigation of the device could not be performed and the cause of the reported phenomenon could not be conclusively determined.

Manufacturer narrative:
This supplemental report is being submitted to update the device available for evaluation (see d10), update the follow-up type (see h2), update the device evaluated by manufacturer (see h3), update the event problem and evaluation codes (see h6), and provide the investigation results. Investigation: the issue of the control panel malfunctioning during use was an isoloated incident, as there is no trend of similar failures for this particular component. This issue can be managed by through the service process.